Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard a loud crack sound perhaps that was from the device and experienced a no feeling on the hand and an excruciating pain on the left side especially upon inspiration. Additional information received which indicated that this patient received 84 multiple shocks for ventricular fibrillation (vf). Also, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The final charges of the high voltage capacitors were successful, but this device was far beyond the allotted set capacity reserve. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.